Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 112, 129, 155, 130, 140, 152 and 88 mg/dl. Customer was also concerned with meter to meter comparison results during a scheduled doctor's appointment of 100 mg/dl using true metrix meter and 84 mg/dl using doctor's device. The customer¿s expected am fasting blood glucose test result range is 80-90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/20/2025 and open vial date is 1-2 weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 112 mg/dl date: (B)(6) time: 7:51pm unsure result 2: 129 mg/dl date: (B)(6) time: 11:30am fasting. Result 3: 155 mg/dl date: (B)(6) time: 11:13am fasting. Result 4: 130 mg/dl date: (B)(6) time: 1:45pm fasting. Result 5: 140 mg/dl date: (B)(6) time: 9:29am fasting. Result 6: 152 mg/dl date: (B)(6) time: 12:22pm fasting. Result 7: 88 mg/dl date: (B)(6) time: 11:36am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned: reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.